Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 6/3/2024 it was reported by a sales representative via (B)(4) that an ar-9260-45 kolbel retractor had a broken ratchet with no adverse effects on the patient and no fragments from the broken device. The case was completed with another ar-9260-45 kolbel retractor with no issues. This was discovered during a reverse shoulder arthroplasty procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the rachet between the handles was broken off. The device showed scratches and nicks around it. The laser marks were faded. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage.